Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2015 and a reservoir was attached to a drain. Right after the surgery, the reservoir bag was swelled. Another device was used and had no problem. No further information was provided. There was no adverse consequence to the patient.